Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the analog board shields. The analog board shields were reseated and secured with analog board isolator foams to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.